Manufacturer narrative:
Product complaint # (B)(4). Batch # t5ac7m. Investigation summary. The analysis found that one psee60a device was returned with no apparent damage and without reload present. The device was returned with a non-working firing mechanism. No further functional test could be performed due to the condition of the device. In order to verify the condition of the internal components, the device was disassembled. Upon disassembling, the switch actuator post was found to be broken leaving the switch actuator loose which lead the device not to fire. Although no conclusion could be reached as to how the device became damaged, it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
Medical device: batch # unk. A manufacturing record evaluation was performed for the finished device lot number and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure, the red safety trigger was jammed by a yellow piece of plastic inside the housing of the device. The piece of plastic was retrieved and will be sent back with the device. A new device was opened and there was no patient consequence..